Manufacturer narrative:
(B)(4). Additional concomitant medical products: p0206e32, cocr hd xl nk 32 +8mm 12/14, 0000536551; 99a750.24, hyprn stem cn dphys fix 12x160, 2009060608; 99a760.07b, hyperion prox pt lat bm128d 70, 2009040784. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right hip experienced soft tissue fistula approximately seven years post-implantation. Patient was hospitalized and underwent antibiotic therapy.

Manufacturer narrative:
Upon review, it was determined that we do not have reporting responsibility for this hip system. The initial report was submitted in error rand should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.